Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a clear leak under the coulter lh 780 hematology analyzer. Customer reported that the leak was on the table underneath the instrument. Customer reported that the volume of the leak was 1 - 2 cups. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the leak was coming from the tubing on top of the sheath flow coil that had disconnected from the fitting. The fse replaced the tubing at the top of the sheath flow coil to resolve the issue.

Manufacturer narrative:
(B)(4).